Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A school nurse reported via phone call that the insulin pump had a motor error alarm. The caller was not aware of any significant events leading up to the motor error alarm. Blood glucose level near the time of the call was 297 mg/dl, which was not treated due to the motor error alarm. Blood glucose level at the time of the call was 431 mg/dl. During troubleshooting, the insulin pump passed the displacement test and manually primed successfully. The insulin pump was not replaced or returned for analysis.